Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since getting their ins they have been peeing as much as they did before they got the device. Pt said they need help with their external equipment but when the rep, called them, they had just come home from the hospital and it wasn't a good time and patient (pt) said they would prefer in person support because they were vision impaired and can learn best in person. Patient services offered equipment education and support over the phone. Worked with pt to successfully synch with their ins. Pt increased by 2 tenths and said they did not feel sensation in their bike seat region they felt it at the ins site. Worked with pt to decrease and pt said the ins site felt better, then they noticed some sensation in their bike seat region as well. Reviewed some therapy education, stim sensation and equipment education information. Pt said their followup appointment was on august 13. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.